Manufacturer narrative:
The field service engineer determined a reagent probe was loose causing a reagent dispense issue. The probe was re-installed and realigned. Mechanism checks were performed. Calibration, controls, and precision studies recovered within specifications. The customer stated that control recovery was ok prior to the issue. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. Upon review of the alarm trace, multiple abnormal aspiration alarms, sample foam detection alarms, and a reagent short alarm were observed. The investigation determined the service actions resolved the issue. Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with etoh2 ethanol gen.2 on a cobas 8000 c 502 module. The initial values were reported outside of the laboratory. The samples were repeated on a second instrument and these values were believed to be correct. Corrected reports were issued. The reporter stated they found liquid in the reaction cells during troubleshooting. The first sample initially resulted in an etoh value of 0 mg/dl, repeating with a value of 240 mg/dl. The second sample initially resulted in an etoh value of 0 mg/dl accompanied by a data flag, repeating as 30 mg/dl. The etoh reagent lot number and expiration date were requested, but not provided.